Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " on (B)(6) 2025, the patient was left with a right subclavian cvc for infusion of fluids and pumping of medicines, and the guidewire was found kinked during the catheterization process, and the catheter was successfully inserted after adjusting the operation method appropriately. Although the catheter was successfully inserted, the catheterization process took a long time due to the kinked guidewire, and the process of catheterization was rather difficult." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "(B)(6) 2025, the patient was left with a right subclavian cvc for infusion of fluids and pumping of medicines, and the guidewire was found kinked during the catheterization process, and the catheter was successfully inserted after adjusting the operation method appropriately. Although the catheter was successfully inserted, the catheterization process took a long time due to the kinked guidewire, and the process of catheterization was rather difficult." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).